Event description:
It was reported that the patient had pain in the left pectoral sub-muscular pocket. The device was revised and moved to a pre-pectoral subcutaneous pocket. During the revision the right atrial (ra) lead insulation was damaged and there was high impedance and decreased sensing. The device was reprogrammed and the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: implantable defibrillation lead product ID 693565, implanted: 2011-(B)(6); implantable pacing lead product ID 559453, implanted: 2006-(B)(6). (B)(4).